Event description:
Reporter alleged the customer obtained the result of 67 mg/dl, being reporter alleged the customer obtained the result of 67 mg/dl, being treated with syrup, and then she obtained another result of 97 mg/dl treated with syrup, and then she obtained another result of 97 mg/dl back to back within 10 minutes on the advantage system. Reporter was back to back within 10 minutes on the advantage system. Reporter was still feeling hypoglycemic symptoms, so the paramedics were called, then still feeling hypoglycemic symptoms, so the paramedics were called, then arrived and tested the customer with a result of 49 mg/dl on their arrived and tested the customer with a result of 49 mg/dl on their system within 10 minutes of the last result. Reporter stated the system within 10 minutes of the last result. Reporter stated the customer was treated with 2 glucose tubes. No other actions were customer was treated with 2 glucose tubes. No other actions were reported taken or treatment received. No adverse event reported. A reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained the result of 67 mg/dl, being treated with syrup, and then she obtained another result of 97 mg/dl back to back within 10 minutes on the advantage system. Reporter was still feeling hypoglycemic symptoms, so the paramedics were called, then arrived and tested the customer with a result of 49 mg/dl on their system within 10 minutes of the last result. Reporter stated the customer was treated with 2 glucose tubes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.